Event description:
Complainant alleged that after situating a 51 year old female pt, with a gastrointestinal bleed, into the ambulance, the medics attempted to monitor the pt's heart rate. The device powered up with the appropriate beeps, but the device screen was blank. The medics then changed the device battery, but the screen remained blank. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.